Manufacturer narrative:
The tech found the head section gas springs were leaking fluid. He replaced the gas springs to repair the bed.

Event description:
Info rec'd indicates the head section is not lowering.